Manufacturer narrative:
The phaco handpiece was received for evaluation. The returned phaco handpiece was connected to a calibrated cataract system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece did not meet specifications per manufacturing test procedure (mtp). Unrelated to the reported event, moisture ingress was observed on the crystal stack of the phaco handpiece. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications as related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece became hot in the surgeon's hand. The handpiece was switched out to complete the case. There was no patient harm.